Manufacturer narrative:
(B) (4). Neither device nor film of applicable imaging studies were returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications. In addition, this part is not approved for use in the united states; however a like device catalog # 8799142, 510k# k991239 was cleared in the united states.

Event description:
It was reported that the patient who had c4 compression fracture underwent a spinal procedure to implant anterior fixation at c3-c5. It was reported that a locking cap was not properly placed on the screw at c5. No patient complications were reported.